Event description:
It was reported that the lead had high threshold and low impedance. The lead was capped and replaced. It was also reported the elective replacement indicator was triggered on the device with possible premature battery depletion. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. The device battery met the expected longevity and was found to have normal depletion.